Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed the device as being on critical override. The technical support specialist remoted into the station, checked, and did not notice any critical override notification on the display. The tss reviewed the log files, which indicated that the station was communicating properly. The tss finally confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device that was on critical override. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.